Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the pedicle marker was pushed into the patient broke. The marker was successfully removed from the patient and there was no intervention or adverse consequences. There was a 10-15 minute delay. The representative present during the case was informed that the staff disposed of the marker.

Manufacturer narrative:
Method: labelling review, risk assessment result:the customer reported event was confirmed via photos provided by the rep. The device was disposed at hospital and lot number was not provided, therefore a manufacturing record review could not be performed. Conclusion: as the device was not returned and additional information was not provided, a definite root cause cannot be determined. Possible root causes include excessive insertion force, hard bone quality, age of the device, difficult insertion angle, improper instrument used, inadequate screw hole preparation, and/or application of cantilever forces.

Event description:
It was reported that the pedicle marker was pushed into the patient broke. The marker was successfully removed from the patient and there was no intervention or adverse consequences. There was a 10-15 minute delay. The representative present during the case was informed that the staff disposed of the marker.